Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead displayed an increase in threshold. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event. Additional information was received reporting that during the time of the lead revision, a potential infection was seen on the skin. The pocket was closed for fear of releasing the infection into the pocket and the lead revision was abandoned. It was noted the infection was associated with the device and not the lead. The patient was treated with topical antibiotics. Of note, the wound culture was found to be (B)(6) and there was resolution of the reported incision site infection a few weeks later. No further patient complications have been reported as a result of this event.